Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. While the surgeon was closing skin, the needle broke. Another like suture was obtained, and the case was completed without any adverse pt consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.